Event description:
Company received a report from a biomedical engineer that the unit did not provide an audio tone at p.o.s.t (power-on-self-test) while performing preventive maintenance. There was no patient harm.